Manufacturer narrative:
Added code for fracture that was given in additional information received on 3/5/2024.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to the right ventricular (rv) lead pacing impedance being greater than 3000 ohms. It was noted that patient was doing heavy activity at the time. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, this rv lead exhibited oversensing of noise while programmed in bipolar configuration. This noise was reproduced with isometric testing. Technical services (ts) recommended reprogramming device to unipolar configuration and further device optimization. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information received, this rv lead exhibited possible loss of capture (loc) due to a fracture. Technical services (ts) recommended in-person evaluation. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to the right ventricular (rv) lead pacing impedance being greater than 3000 ohms. It was noted that patient was doing heavy activity at the time. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, this rv lead exhibited oversensing of noise while programmed in bipolar configuration. This noise was reproduced with isometric testing. Technical services (ts) recommended reprogramming device to unipolar configuration and further device optimization. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information received, this rv lead exhibited possible loss of capture (loc). Technical services (ts) recommended in-person evaluation. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to the right ventricular (rv) lead pacing impedance being greater than 3000 ohms. It was noted that patient was doing heavy activity at the time. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, this rv lead exhibited oversensing of noise while programmed in bipolar configuration. This noise was reproduced with isometric testing. Technical services (ts) recommended reprogramming device to unipolar configuration and further device optimization. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to the right ventricular (rv) lead pacing impedance being greater than 3000 ohms. It was noted that patient was doing heavy activity at the time. No adverse patient effects were reported. Currently, this rv lead remains in service.